Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. International UDI: (B)(4). The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power switch overlay and ran a voltage test which passed. The unit successfully passed the required performance verification test.

Event description:
The customer reported the ventilator has an alarm lamp failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.